Event description:
The company was informed that the pt's device was explanted. The pt was a non-user and requested device explant. No device issue was reported. There are no plans for device reimplant.